Manufacturer narrative:
Batch review performed on 02 jul 2025: lot 185979: (B)(4) items manufactured and released on 25-sept-2018. Expiration date: 2023-09-03. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At 5 years 2 months from the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the flat pe hc liner to a face change 10° pe hc liner. The surgery was completed successfully.